Event description:
It was reported that the implantable pulse generator (ipg) had unexpected longevity. At previous follow up visits, longevity projection estimates were four years, three years and at most recent follow up on 6 months to one year. The physician is concerned as to why projection has dropped by 2.5 years in a six month timeframe despite no change in programmed values or usage. The device remains in use. No patient complications have been reported as a result of this event.

Manufacturer narrative:
This event occurred outside the us where a similar model is distributed. All information provided is included in this report. Patient information is not generally available due to confidentiality concerns. (B)(4).